Event description:
It was reported that the programmer would re-boot every time it was powered on, and the issue had been occurring for awhile. The caller was advised to attempt a forced hibernation with the programmer. The status of the programmer is unknown. There was no patient involvement.